Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested for this subcutaneous implantable cardioverter defibrillator (sicd). Atrial fibrillation (af) was observed and there was an episode that appeared to show occasional undersensing and some ectopic beats and premature ventricular contractions (pvcs) that were labeled as noise. A boston scientific technical services consultant questioned if the patient has a concomitant competitive pacemaker as otherwise it appears there were possible some atrial signals, which would be unusual in primary sensing vector. The consultant recommended in office testing to determine the origin of the small signals that were over sensed. The patient was brought into the clinic to obtain x-rays as the patient believes the electrode has moved since it is no longer palpable. Images of the x-rays were forwarded to the consultant due to vast differences from implant until now. The posteroanterior (pao) view from implant showed a s shaped coil; however, the current pa image showed a straight coil, and the electrode tip is superior to the aortic arch. Additionally, the rib location appears vastly different. The imaging technique may have varied, or it is possible the patient maneuvered the electrode until the s bend was pulled straight. Further review of the images was performed, the implant pa may be foreshortened while the current image is elongated so comparison is extremely challenging. Over penetrating the current pa could be considered to help visualize the electrode below the coil so see if the suture sleeve tie down has become loose. Additional information was reported that the patient was manipulating the electrode during the entire evaluation. The patient demanded the device be programmed off and left the clinic against medical advice and plans to see her physician. No adverse patient effects were reported.

Event description:
It was reported that episode review was requested for this subcutaneous implantable cardioverter defibrillator (sicd). Atrial fibrillation (af) was observed and there was an episode that appeared to show occasional undersensing and some ectopic beats and premature ventricular contractions (pvcs) that were labeled as noise. A boston scientific technical services consultant questioned if the patient has a concomitant competitive pacemaker as otherwise it appears there were possible some atrial signals, which would be unusual in primary sensing vector. The consultant recommended in office testing to determine the origin of the small signals that were over sensed. The patient was brought into the clinic to obtain x-rays as the patient believes the electrode has moved since it is no longer palpable. Images of the x-rays were forwarded to the consultant due to vast differences from implant until now. The posteroanterior (pao) view from implant showed a s shaped coil; however, the current pa image showed a straight coil, and the electrode tip is superior to the aortic arch. Additionally, the rib location appears vastly different. The imaging technique may have varied, or it is possible the patient maneuvered the electrode until the s bend was pulled straight. Further review of the images was performed, the implant pa may be foreshortened while the current image is elongated so comparison is extremely challenging. Over penetrating the current pa could be considered to help visualize the electrode below the coil so see if the suture sleeve tie down has become loose. Additional information was reported that the patient was manipulating the electrode during the entire evaluation. The patient demanded the device be programmed off and left the clinic against medical advice and plans to see her physician. No adverse patient effects were reported. It was reported that this electrode was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.